Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. Reportedly, the customer contact repaired the device at the user facility, and the device was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not alarm audibly or visually during an alarm condition while operating on battery power. The device was returned to the biomedical engineering department with a note that stated, "not working, code 13." No specific patient information, device programming, or event details were provided. During testing at the user facility, the device did not alarm audibly or visually during an alarm condition while operating on battery power. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.